Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was at the time of the incident was unknown. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will not be returned for analysis

Manufacturer narrative:
All operating currents are within specification. No unexpected low batt or off no power alarms noted. Unit alarmed compromised forced sensor alarm during prime test at 3.5lbs due to faulty fsr(gold). Unable to complete functional test due to compromised forced sensor alarm. Unit received with cracked case on display window corners, minor scratched lcd window, stained keypad overlay, cracked reservoir tube lip, cracked battery tube threads and stained address/serial number label.